Event description:
It is reported that the dovetail locking mechanism was defective upon opening the package.

Manufacturer narrative:
Eval summary: it is likely that the problems encountered are related to surgical technique. No other complaints of this nature have been received for this product/lot combination and no other complaints of this nature have been received from this surgeon. The device history records were reviewed and found conforming. Dimensions measure found the part to be conforming to print specs. Visual examination identified that the dovetail feature was compressed down on both sides; indicating that the articular surface was not correctly placed and oriented before pushing it using the inserter instrument. The posterior aspects of the condyles on the underside are also damaged.